Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that the tube and hv cable needs to be replaced. Replaced tube and hv cable. The system was tested and found to be working as intended and placed back into service.

Event description:
The customer reported that the system is displaying kv errors and the tube was overheating during a aaa procedure. No pt injury was reported.